Event description:
Customer called on (B)(6) 2011 reporting that a diluent leak of approximately 1 pint in the right side of the diluter of the beckman coulter coulter lh 750 hematology analyzer. Patient results were not affected by the leak and there was no change to patient treatment as a result. Customer was wearing a lab coat, eye protection and gloves and no injury or exposure was reported. Field service engineer (fse) observed that the tubing for pinch valve (vl) 46b had become disconnected. Vl46b drains diff mixing chamber (vc25, port 6) to waste. Fse replaced the tubing and there was no further evidence of leaking. Root cause for the leak was determined to be the disconnected vl46b tubing.

Manufacturer narrative:
(B)(4).